Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no pump reboots observed in the black box history. A test battery cap securely tightened to the pump and was able to maintain electrical connection. There was a crack along the battery compartment threads. The original complaint could not be duplicated. The test battery cap was used for 24 hour testing without any power interruptions. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the threads were stripped inside the battery compartment and the pump had experienced intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.